Event description:
It was reported the implantable pulse generator (ipg) was explanted, replaced and a possible performance issue was indicted. It was further reported the lead was capped and replaced. The reason for device and lead replacement was not provided. No further information is available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# addrl1 the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).